Manufacturer narrative:
(B)(4). (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic jacked on the handle of the torque screwdriver chipped away. This occurred naturally, without physical force. The device was considered too worn to sterilize any longer.

Manufacturer narrative:
Cmp-(B)(4). This follow-up is being submitted to relay additional information. The following sections were updated: reported event was confirmed by review of return of actual device. Device history record (DHR) was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined. If any further information is found which would change of alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.